Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause could not be determined. However, a probable cause is described based on the current information. Based on the above, it is presumed that terminal buckling inside the endoscope connector socket occurred in the following order. When inserting the endoscope connector into the endoscope connector socket of the otv-s190, the chipping part of the endoscope connecter tip was caught by the terminal inside the endoscope connector socket of the otv-s190. Under a condition where the inserted endoscope connector was caught, the endoscope connector was further inserted, therefore the terminal inside endoscope connector socket of the otv-s190 was pushed in the back and the terminal was buckled.

Event description:
The user facility further reported that the malfunction was observed at the point of use for a diagnostic cystoscopy. The scope was swapped out with another scope and the procedure was completed without incident.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user's report of no image, which is due to the bent pins in the video connector. There were minor scratches on the top cover, but did not affect the functionality of the device. The main switch and the software was noted to be from the old version. The device was serviced and returned to the user facility.

Event description:
The user facility reported that there was no visible image with no error message that occurred on the device. There was no patient involvement. No additional information was provided.